Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station's computer restarted and reached the home screen; however, the dispensing application failed to launch. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on a blue screen. A technical support specialist (tss) removed and reinstalled the remote support service (rss) and component manager, followed by a device reboot. After the restart, the station successfully launched into the application with no errors. The system functioned as intended after the technical support specialist troubleshot the device.